Event description:
The pt, who was admitted to the ER, underwent an interventional procedure following a myocardial infarction. The physician was training a cardiac fellow to perform arteriotomy closure with the closer tsl 6 fr device. The device was deployed and the sutures harvested. The knot was tied and lowered. Field reports indicate the physician claimed that the groin site, "didn't look right". A femstop was applied. A pseudoaneurysm developed and the pt was taken to surgery for surgical repair. The pt was discharged from the hosp.